Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/19/2019. The manufacturer¿s field service engineer (fse) confirmed the reported faulty (led) light emitting diode indicator issue and replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported faulty (led) light emitting diode indicator. There was no patient involvement.